Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp.(omsc) but was returned to olympus (malaysia) sdn. Bhd. (Oml) for evaluation. Oml inspected the device and confirmed the following: when the camera cable was moved, horizontal lines were displayed on the endoscopic image. This failure mode is a MDR reportable malfunction. The camera cable was twisted, deteriorated, and broken. The screw of the camera adapter was missing. The electrical contacts of the video plug were corroded. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the information provided, omsc concluded that the endoscopic image may have been flickered and not displayed properly because communication with the video system center became impossible due to aging of the camera cable. The device was manufactured over 15 years ago, so omsc could not be reviewed the device history records. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
There is no information that the device has been returned to any of the olympus locations. However, a device check found that the wire insulator was uneven, and the camera cable in that part was kinked. It was also reported that the camera head holder did not have a screw holder. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corporation (omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that endoscopic image was intermittently flickered during preparation for use. In addition, the customer reported that the endoscopic image was dark. There was no report of patient injury associated with this event.